Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced interaction with the heavily tortuous anatomy resulted in the reported failure to advance the guide wire to the intended location. The reported patient effect of perforation is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous lesion in the left anterior descending artery (lad). A ht powerturn flex guide wire was being advanced; however, there was difficulty maneuvering the guide wire as it could not be directed into the lad. The guide wire was removed and the procedure was completed with a sport guide wire, unspecified balloon catheter, and unspecified stent. About two hours post procedure the patient was hypotensive. Fluids were administered and an echocardiogram was performed which showed an effusion due to a perforation caused by the ht powerturn flex guide wire distal to the lad. Pericardiocentesis was performed; however, unsuccessful. Medications were administered to help increase the patient's blood pressure. Pericardiocentesis was performed two more times, but failed. The patient was not stable and was sent to surgery. The patient is doing well after pericardial window surgery. No additional information was provided.